Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported noticing a big difference between the sensor glucose readings versus blood glucose readings. Customer stated that their sensor would read 240 mg/dl while her actual blood glucose reading was 445 mg/dl. Customer's blood glucose reading at the time of the call was 225 mg/dl and has treated with the insulin pump. Customer declined any troubleshooting. No further information reported.